Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen was black with error message. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had black screen. The field service engineer (fse) shut down and restarted the station, confirming it booted correctly. Multiple restarts were performed, and the station consistently launched into the application without issues. The system functioned as intended after the field service engineer (fse) resolved the issue.